Manufacturer narrative:
Additional investigation revealed that the sapien valve was deployed in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. Post procedure there was trace paravalvular leak and zero central leak. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. Per the instructions for use (IFU), conduction abnormalities are a known potential complication after tavi. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). The exact cause for the reported complete heart block cannot be confirmed, however, in addition to the procedure itself, the patient's underlying co-morbidities and medication could have contributed to the event. This patient had a recent mi and pci prior to valve implant, and has a history of arrhythmia. No additional actions are possible at this time.

Event description:
As reported via the (B)(4) clinical trial, the patient experienced complete heart block on the day of the procedure, post deployment of a sapien valve via transapical approach. Temporary pacer wires were attached for external pacing. A permanent pacemaker (ppm) was implanted a day later.